Event description:
Discussed atrial oversensing of the r wave. Device is already programmed partial+. Discussed the next step would be to adjust atrial sensitivity (as opposed to absolute pvab). P wave measures 1.4 mv bipolar and trend is stable. Ra lead is programmed 0.45 mv. Discussed decreasing to 0.6 mv. Was not able to obtain patient weight due to very poor phone call quality secondary to known five issues and clinician concluded the call before I was able to ask. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).